Manufacturer narrative:
Product ID: mc1vr01us, (B)(4). Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the patient decompensated and experienced bradycardia. The physician positioned and deployed the device in attempt to pace the patient while waiting for echo but there was no capture. The echo confirmed pericardial effusion. The device and delivery system were removed and patient was intubated and pe ricardiocentesis was done. The patient became stable once the effusion was drained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.